Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision due to loosening of the tibial component. No additional information is available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Review of x-rays show abnormal radiolucency consistent with osteolysis at the lateral tibial plateau and extending to the bone-cement interface of the tibial component. There is abnormal radiolucency at the tip of the tibial stem as well as along the entire anterior aspect of the stem. These abnormal radiolucencies would correlate with the reported tibial component loosening. No definite abnormalities of the femoral or patellar components are identified. Device was not returned. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.